Event description:
Per the audiologist, the pt reported facial nerve stimulation and poor sound quality with the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Due to poorer than expected performance with this device, reimplantation was recommended. Reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
.